Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "the wire inserted into the needle fine but as it was being removed it broke and separated inside of patient. The wire inside of needle kept the broken piece from traveling down the bloodstream. The broken piece was removed by a vascular surgeon during a cutdown." The patient was reported as fine.

Manufacturer narrative:
(B)(4). The customer report of a separated guidewire was confirmed through complaint investigation of the returned sample. Clear signs-of-use in the form of dried biomaterial were observed. There was significant biological material within the guidewire assembly tubing as well as on the catheter extrusion. The guide wire was returned retracted in the guidewire assembly tubing. Visual inspection of the device revealed the guide wire was separated near the distal end. The distal portion of the separated wire was also returned for investigation. The distal portion of the separated guidewire had a large piece of dried biological material on it near the point of separation. No significant kinks or bends were observed on the guidewire. Visual inspection of the catheter and needle cannula did not reveal any obvious defects or anomalies, although significant amounts of biological material were noted inside the cannula. The distal weld on the separated piece was observed to be full and spherical. Resistance between the guide wire and needle cannula was observed during functional testing, and it was determined that an accumulation of dried biological material inside the cannula was the l ikely cause of the resistance. The guidewire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire separating. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "the wire inserted into the needle fine but as it was being removed it broke and separated inside of patient. The wire inside of needle kept the broken piece from traveling down the bloodstream. The broken piece was removed by a vascular surgeon during a cutdown." The patient was reported as fine.